Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received a needle-suture piece and detached needle that pertains to the product code vcp1433h. Upon visual inspection of the returned sample, the swage and attachment were noted as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was found. The suture was examined, and the insertion end mark was observed. The force used to detach the needle from the suture could not be determined. Due to the conditions of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and suture was used. The problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury.